Event description:
It was reported that a procedure was performed for the removal and replacement of an eight hole right proximal femur plate that was originally implanted on (B)(6) 2012. The surgeon removed the original hardware along with medtronic plexur debris due to non-union of the femur, and a new eight hole proximal femur plate was implanted, along with all new screws, and 10cc of chronos. This report is for part number 242.808. This is report 10 of 13 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product received. No device will be returned therefore a manufacturing evaluation can not be performed.

Manufacturer narrative:
Device was used for treatment not diagnosis. A review of the device history record revealed no complaint related anomalies. The device history record shows this lot of 4.5mm proximal femur plate was processed through the normal manufacturing and inspection operations with no scrap, non-conformances or rework noted. This order met all dimensional and visual criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. A review of the raw material device history record revealed this lot met all specifications at time of acceptance. No nonconforming reports were noted. The raw material met all dimensional and visual criteria at the time of release with no issues documented.